Manufacturer narrative:
H3: one device was received for evaluation. It was reported that complaint of "latch/lock" could not be confirmed with functional testing per pvt. Upon review of event history, found device alarmed with multiple "cannot start pump cassette not locked" alarms. Device was able to run with cassette locked during testing. Customer complaint was deemed user error. Performed pvt, unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that pump displayed device not locked alarm with no audible alarms, cassette latch is locked but it keeps saying device not locked, there was no patient involvement and patient harm, the event occurred during set up.